Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 1.1, lab: 2.6. Lab testing was performed the day following inratio testing. No adverse medical conditions reported. No medication changes noted. Pt has been testing for one year and this result is from a new box of strips.

Manufacturer narrative:
Inr results reported by the user were performed more than 3 hours between readings. Optimally, test results should be generated within as short a time as possible to minimize the possibility of factors contributing to differences in results. The recommended reasonable time difference is 3 hours. Data analysis will not be performed. No further investigation required. As of 8/13/2010, 12 total discrepant complaints have been reported for lot # 233421 yielding a complaint rate of 0.02%. Because the rate is below the action threshold of 0.07% monitored by qa for corrective action, no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.